Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The power management board was replaced to resolve the reported issue. Customer contact reports no patient information available.

Event description:
The hospital reported that the unit was showing ventilator control board 16 volt supply errors. There was no report of patient injury.

Manufacturer narrative:
Additional information was received after engineering review stating that this error documents power supply fluctuations and other conditions that do not cause operational changes. This is primarily information that would be useful for service personnel. This event is not hazardous and was not a reportable malfunction.